Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor position encoder error alarm and motor error and insulin pump completely stopped working. The customer¿s blood glucose was 21.8 mmol/l at the time of incident and current blood glucose value was 24.9 mmol/l. Customer reported that they experienced high blood glucose. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. Customer reported that the drive support cap appears normal. Customer reported that the insulin pump was broken. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm and e70 alarm due to blank display. Motor passed motor test. Device received with broken battery tube threads and broken reservoir tube lip.